Event description:
Purchased a product and observed the FDA logo on it which I know isn't legal. The product is bebird's smart visual ear cleaner [https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfrl/rl.cfm?lid=631017&lpcd=era]. I work in the medical device industry which is how I'm familiar with FDA's logo policy and that medical devices are not permitted to include labels/labeling containing the FDA logo. FDA safety report ID# (B)(4).